Event description:
Info received that the head was not raising. No injury reported.

Manufacturer narrative:
Located bed in repair shop. Tech found the head was not raising up. Replaced the head up valve to resolve this issue.